Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate each siderail and check the back up batteries. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account to obtain the resolution for this issue. The account stated they replaced the back up batteries to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed's hi/low function was running down on its own when the bed was plugged into an electrical outlet. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).